Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. No problems were found in the event history log. Functional testing was unable to replicate the reported issue; the pump was working properly and there was no ¿key stuck¿ message in the event history log. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error message for ¿button stuck; release button or interrupt power¿. Patient involvement and patient harm are unknown.